Event description:
It was reported that the device was implanted in 2004. It was noted on x-rays the following day that the screw had been detached. A revision surgery was performed 19 days later. The pt is doing fine.